Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. Visual inspection revealed that the female connector was separated from the main body. The insert/chip was present on the female connector. There was no evidence of solvent on the components. The reported condition was verified. The cause of the condition was determined to be due to insufficient solvent to the chip/insert during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address/city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and main body of a minicap transfer set. This was detected prior to peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.